Event description:
It was reported that pump malfunction occurred after pump got wet while customer was swimming, with malfunction alarm displayed and pump not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.